Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently posterior vaginal suspension, posterior colporrhaphy, and cystourethropexy; due to vaginal prolapse, status post hysterectomy, rectocele, sui and pelvic organ prolapse. It was reported that the patient underwent a surgical procedure due to pop on (B)(6) 2010 and surgisis system was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urgency and incontinence.